Manufacturer narrative:
(B)(4).

Event description:
Per the clinic, the device was explanted on (B)(6), 2011 due to an infection at the implant site. The infection was treated with IV antibiotics as well as a surgical debridement on (B)(6), 2010, but these did not alleviate the problem. A flap revision surgery (date not specified) occurred in (B)(6), 2010. The device was explanted on (B)(6), 2011. Reimplantation is planned but has not taken place as of the date of this report, (B)(6), 2011.

Manufacturer narrative:
(B)(4).